Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient mentioned the wires on their desk top charger(dtc) were exposed behind the connector pin since a couple of weeks ago; the patient was holding the dtc a certain way to get the dtc to charge the recharger, but now, the dtc would not charge the recharger. The patient stated they charged their implanted neurostimulator(ins) up as much as they could with the charge that was in their recharger, but could no longer charge their recharger because the dtc issues. The patient stated they had a couple of days of charge left in their ins before they would have to charge again. A replacement dtc was sent out. No symptoms were reported. Additional information was received. It was reported the patient received their dtc but the recharger was not taking a charge. The patient stated they were in a lot of pain and were at the hospital. They had a fall a week ago thursday and they messed up their leg and were going to have surgery. The patient stated they had broken bones. The patient stated they use their stimulator for their left leg and were unable to use the stimulation because it did not have a charge and needed to be charged.

Manufacturer narrative:
Further review indicated the event was reported in error. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.